Event description:
It was reported that the customer had a crack on the insulin pump. The customer also was receiving the failed battery test alarm and the no delivery alarm on the insulin pump. The customer's blood glucose was 208 mg/dl. Troubleshooting was done for the crack on the insulin pump. The customer stated that the crack was at the battery housing. The customer stated that she received the insulin pump as such. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.